Event description:
Consumer contacted dexom to report an allergic reaction.

Manufacturer narrative:
Patient reported that there was itching, redness and hived near the sensor adhesion site. Patient has since removed the sensor because of the irritation. She has had the reaction since she started using the g4 system back in (B)(6). Patient had a routine check-up with their doctor in march. They showed the irritation to the doctor he advised her to use hydrocortisone and that this is common complaint for dexcom users. The allergic reaction goes away after 2-3 days. No additional information is available at this time.